Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a low reading of 5.7 mmol/l which was lower than a lab reading of 15.5 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor was properly seated. Extended investigation has been performed. The investigation examined the returned freestyle libre unit and did not observe any abnormalities with the unit. The unit was returned in sensor state 5 (indicating normal termination). The freestyle libre pucks stores the latest eight hours of glucose data; the glucose data from the time of the complaint was no longer stored on the puck as it was overwritten by newer glucose data,t was not possible to analyze user data at the time of complaint. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. No damage was observed during visual inspection of the external/internal components of the sensor or printed circuit board assembly (pcba). There was no indication that the product did not meet specifications. A device history record (DHR) device history review) for the sensor was reviewed and it was observed that all tests passed without any failures. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a low reading of 5.7 mmol/l which was lower than a lab reading of 15.5 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.